Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 4 years post tavr with a 29mm sapien 3 valve, the valve is failing due to stenosis with plans for a valve in valve procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per clinical imaging review, a tee showed thickened and calcific, stenotic leaflets with severe central regurgitation. In this case, the calcification was confirmed based on provided imagery. The available information suggests that patient factors, including hld, hypothyroidism, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroid, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per medical record review, a tee showed severe aortic valve regurgitation, av mean gradient 43mmhg and ava vti 0.6 cm2. Per the progress note the valve was degenerated. As a result a new 26mm sapien 3 ultra resilia valve was implanted in a valve in valve procedure. Per clinical imagery review, the tee shows thickened and calcific, stenotic thv leaflets with severe central regurgitation. There is a considerable amount of calcium on these leaflets.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from medical records and clinical imagery review. The following sections of this report have been updated: b.4, b.5, g.3, g.6, and h.2. The following sections of this report have been corrected: h.6 clinical code (from 4580 to 1816) device code (from 2921 to 1077). The investigation is ongoing.